Manufacturer narrative:
Additional information: b5- it was reported that after 12-15 days from surgery fibrin was recovered, deposit was observed on the surface of icl lens, hyperemia was recovered and an iop 14 mmhg was observed. After a month from surgery fibrin like turbidity appeared again and betamethasone and steroid applied on patient. After 1.5 month from surgery fibrin like turbidity got better. The patient was changed to fluorometholone 0.1% x 4 times per day from betamethasone x4 times per day. After 3 month from surgery slight pigment observed on icl but less inflammation. The patient was prescribed a decreased dose frequency to fluorometholone 0.1% x 2 times per day. After 4 month from surgery the pigment observed on icl decreased and ther was no inflammation. The patient's dose frequency was decreased to fluorometholone 0.1% x 1 time per day. The patient went through 4 months of medical treatment and then fully recovered. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- "endophthalmitis was observed on (B)(6) 2019." Should be removed from the initial MDR. H6- patient code 1835 is not applicable in the initial MDR. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -11.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2019. Endophthalmitis was observed on (B)(6) 2019. Elevated iop (29.5 mmhg) was assessed on (B)(6) 2019. Treatment of steroid, predonin, diamox, eye drops, and internal medicine. The lens remains implanted. Cause of the event is reported as device. Reportedly, 'after 3 days from surgery, patient claimed cloudy vision. Flare value high. Revoflo, and sanbeta prescribed. After 4 days from the surgery, confirmed toxic anterior segment syndrome (tass) symptoms and iop was high (29.5). Enforced steroid and started internal use of predonin, and diamox. As of (B)(6), the inflammation has gotten better." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.